Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during a lymph node dissection. The clips scissored. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.